Event description:
It was reported that an ilet user replaced a freestyle libre 3 plus sensor and then received prompts on the ilet to connect a cgm or enter a blood glucose value, consistent with a temporary pairing failure that was resolved after guided troubleshooting and successful rescanning in the ilet mobile app, with the device subsequently displaying a warm-up countdown and then transmitting glucose readings. No adverse clinical symptoms reported. Outcomes included restoration of data flow to the ilet and continued use without interruption and no health impact. User support included customer service review of device status, verification of sensor pairing in the ilet, and rescanning the sensor through the mobile app. Investigation of this case revealed that the sensor was not paired to the ilet immediately after sensor change and that proper rescanning initiated and restored communication, indicating user-device connectivity recovery without device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user pairing sequence and routine device behavior during sensor warm-up.